Event description:
It was reported that the user experienced recurrent overnight low blood glucose while using the ilet bionic pancreas, with trends showing early-morning hypoglycemia and some lows following corrective insulin above 180 mg/dl, as well as lows occurring without recent corrective insulin. Symptoms included low blood glucose. Outcomes included the need for oral glucose treatment. Troubleshooting and education were provided, including dietary guidance to have peanut butter on toast before bedtime to stabilize overnight glucose and counseling on avoiding sensor compression by side-sleeping. Investigation included complaint handling and review of system-reported data. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that the event was user-manageable with education and did not require medical intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.